Event description:
It was reported that the patient has expired after an implant duration of approximately 1.90 months. No further information regarding the reported event were received. The cause of death remains unknown.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, a response was received; however, no additional information regarding the reported event was learned. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.